Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report, the pre-loaded wire guide was not returned. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned and appeared to not have been inflated. During a visual examination, a break in the outer blue catheter was identified approximately 125.5cm from the distal end of the white strain relief. During further evaluation, the distal and proximal glue joints were inspected and measured with the appropriate ring gauges. The distal glue joint, where the balloon meets the tip, passed the ring gauge test. The proximal glue joint, where the balloon meets the catheter, was measured with the ring gauge and there was resistance. A lab meeting was held with production management and production engineering on 23 may 2024, and the device was examined. The proximal end of the balloon did not pass the ring gauge test due to the thickness of the glue on the proximal end of the balloon. During the lab meeting it was confirmed that there was too much glue at the proximal joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Our laboratory evaluation confirmed the report for catheter breakage, but also confirmed that there was excessive glue on the proximal balloon to catheter joint. The cause of this is the application of excessive glue during the manufacturing process. This nonconformance occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management. The operator involved was requalified on the process related to the nonconformance identified in the investigation on 17 april 2024. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was initially reported [that] as the balloon was being inflated the physician was repositioning the balloon in the esophagus and while he was repositioning the balloon the catheter broke at the physicians' fingers. The procedure was completed by using the another of the same device. This was considered catheter breaking at the user end and outside of the endoscope which has not historically caused harm to the patient so it was determined to be not reportable. The device was received and evaluated on 09may2024. The catheter was broken almost in the middle, approximately 125.5 cm from the distal end of the white strain relief [subject of report] so it would have occurred inside the endoscope which makes this reportable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.